Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during clinical procedure, implant was placed after prepping oesteotomy implant kept spinning and fell into buccal space implant was removed and allograft was placed.